Event description:
During a remote follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. Rv lead damage was alleged but was unable to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that provocative testing was performed, but the noise was unable to be reproduced. Additionally, the rv lead was capped and replaced to resolve the event.